Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign matter in the nozzle could not be determined, however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera elite colonovideoscope due to the image appearing blurry during use. There was no report of patient harm as a result of this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found inside the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, a foreign material was found inside the nozzle. The presence of this material was indicative of the unit having undergone insufficient reprocessing. If additional information becomes available following the device evaluation, a supplemental report will be filed.